Manufacturer narrative:
(B)(4). Date of initial report: 09/27/2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a patient had to be brought back after they were sent into recovery for abdominal bleeding following a lap gastric sleeve procedure. Medtronic sales representative was present and the ligasure advance (lf5544) and ft10 generator seemed to be working fine. Bleeding was 500cc or more, however no transfusion was necessary. Ligasure advance lf5544 was thrown away after use and the lot number is unknown. Cause of the post-operative bleeding has not been determined. With second visit, the patient's blood pressure was reduced, causing the bleeding to stop.